Event description:
The caller reported that while she was cleaning the patient's inner cannula, she noticed small pieces and hub was cracked. The patient was taken to the physician to have a non-routine replacement of the tube.